Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller alleges pump is not working properly because it makes the insulin come out from the cartridge into the cartridge vain. No adverse event reported. Requested return of the alleged device for evaluation.